Event description:
Additional information was received indicating that there were no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, over-sensing due to noise on the right atrial (ra) lead was noted. Additional information has been requested but has not yet been received.